Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer reports entering multiple blood glucose values within at least 45 minutes but system does not transition to delivering auto basal. Auto mode readiness screen shows blood glucose required. Current sensor glucose value was 83 mg/dl. Current blood glucose value was 82 mg/dl. Last blood glucose value entered and time of entry was 82 mg/dl about 3 minutes ago. Customer did not enter the first sensor calibration for a new sensor in the last 30 minutes. The insulin pump will be returned for analysis.